Manufacturer narrative:
The product is not expected to be returned. (B)(4).

Event description:
It was reported that this patient underwent a surgical intervention for an right atrial (ra) lead revision, during which the whole system was explanted due to alleged pain feeling in the shoulder region. During right ventricular (rv) lead extraction the tip of the lead broke and got trapped in the valve. Snare was used but part of the tip and filar remain. The rest of the lead was explanted. No additional adverse patient effects were reported.